Manufacturer narrative:
Physio-control performed an initial evaluation and verified the reported issue. Physio-control further evaluated the customers device and the digital pcb assembly was determined to be the cause of the reported issue. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device self test fails at power up even with fully battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device self test fails at power up even with fully battery. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.